Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event may have occurred due to the incorrect placement of the motor cover on top of the motor. The involved parts were not available for further investigation and the customer could not provide further information. Based on reproduction testing, the device manufacturer excluded that the issue occurred due to the cracked cover and the missing screw.

Manufacturer narrative:
The field service engineer found the gripper ribbon cable shorted causing the electric signal to be interrupted. He replaced the assembly and the customer ran qc successfully. Unique identifier (UDI) # (B)(4).

Event description:
The customer received analyzer errors for the gripper and found that a screw had fallen out, the cover for the mechanism was cracked, and a cable was discolored. The customer described the discoloration as burnt. The customer did not note any smoke or flames related to what they observed. There were no fumes requiring anyone to be evacuated from the laboratory.